Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 47 mg/dl. Insulin delivery was suspended due to sensor values. The customer reported that they changed their sensor and it gave calibration not accepted and even after changing it 2 times, they couldn't do the calibration. The customer reported that they waited and did not do the calibration until they woke up in the morning. The customer reported that the blood glucose value was 128 mg/dl and the first time also blood glucose value was not high either. The customer reported that they changed the sensor yesterday night again and did the same thing. The customer reported that they were up all night and sensor kept displaying their blood glucose level was low, and it was displaying 47 mg/dl and when they checked the blood glucose value was 117 mg/dl. The customer reported that sensor was securely taped to the skin. The customer reported that there was no damage to the connection bridge or pins. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.